Manufacturer narrative:
The reported issue of dim segments was confirmed on 13 out of 13 returned display boards. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 13 out of 13 of the returned lvp display board assemblies with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that (13) display boards will be replaced due to dim segments found during preventive maintenance. Biomed stated: ¿so far one of the rate led¿s, usually the farthest right one dim segments". There was no patient involvement confirmed by the customer.

Manufacturer narrative:
Foreign report source: (B)(6). No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that (13) display boards will be replaced due to dim segments found during preventive maintenance. Biomed stated: ¿so far one of the rate led¿s, usually the farthest right one dim segments. There was no patient involvement confirmed by the customer.